Event description:
It was reported that the stent moved on the balloon. A 3.00 x 48mm synergy xd drug-eluting stent was advanced to treat the lesion. However, while attempting to cross the lesion, the stent was noted to be slightly off the balloon delivery system. The physician was able to pull the entire device back and remove from the guide. The procedure was completed with different device. No patient complications were reported.

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Manufacturer narrative:
E1- initial reporter address 1: (B)(6). Device evaluated by MFR.: synergy xd mr us 3.00 x 48mm stent delivery system catheter was returned for analysis. Examination of the crimped stent via scope found stent damage with struts in the distal region lifted and pulled distally over the balloon cone. There was no evidence of movement of the remainder crimped stent on the balloon. The undamaged crimped stent outer diameter was measured, and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube shaft found multiple hypotube kinks along the length of the hypotube shaft. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that the stent moved on the balloon. A 3.00 x 48mm synergy xd drug-eluting stent was advanced to treat the lesion. However, while attempting to cross the lesion, the stent was noted to be slightly off the balloon delivery system. The physician was able to pull the entire device back and remove from the guide. The procedure was completed with different device. No patient complications were reported.